Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead. The lead exhibited oversensing with non-sustained ventricular tachycardia and short interval counts. The lead was capped and replaced. No patient complications have been reported as a result of this event.